Manufacturer narrative:
The product has not been requested for return to animas at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging blood glucose levels of hi on the meter (over 600 mg/dl) associated with being unable to successfully prime the pump. The reporter indicated that the prime step was unable to successfully expel insulin from the tubing. The pump was discontinued and the patient allegedly gave insulin via injection. During the call with customer support, the issue was resolved when the reporter was walked through the process of performing the rewind, load, and prime without issue. This report is made based on the allegation that the patient experienced hyperglycemia related to potential error of use of the insulin pump.

Manufacturer narrative:
Follow-up #1 date of submission 02/04/2016-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed a loss of prime alarm. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump¿s force sensor calibration was found to be within specification. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.